Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 30 x 3mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced to the treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 30 x 3mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 3.00 promus premier¿ drug-eluting stent was advanced to the treat the lesion. However, it was noted that the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.